Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that they ran impedances and were getting some all monopolar electrodes with 50ohm values. Prior to calling the caller ran impedances at 1.7v and 300us. They still had short values on the monopolar electrode pairs. The healthcare provider (hcp)  removed the lead, wiped the lead, and reinserted it in the header block. They ran impedances at 2.0v and 300us, 3 monopolar electrode pairs were still showing 50ohms. They ran impedances at 2.6v 330us, monopolar pairs with 0 and 1 were 50ohms. The caller indicated that they were getting bellow response on all electrodes. During the call tss had the call run the impedance test at 3.0v and 90us. The caller confirmed that all electrode values showed the green indicator. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the device was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The cause of the low impedance value was not determined, and what most likely caused or contributed to the issue was unknown. When asked what steps were or would be taken to resolve the issue, they stated the issue was resolved.

Manufacturer narrative:
See MFR. Report number: 2182207-2021-02032 for previous report before updated FDA site ID and mfg. Site ID were known. Previous FDA site ID: (B)(6), updated FDA site ID: (B)(6) previous mfg. Site ID: p1005a, updated mfg. Site ID: p1275 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that they ran impedances and were getting some all monopolar electrodes with 50ohm values. Prior to calling the caller ran impedances at 1.7v and 300us. They still had short values on the monopolar electrode pairs. The healthcare provider (hcp)  removed the lead, wiped the lead, and reinserted it in the header block. They ran impedances at 2.0v and 300us, 3 monopolar electrode pairs were still showing 50ohms. They ran impedances at 2.6v 330us, monopolar pairs with 0 and 1 were 50ohms. The caller indicated that they were getting bellow response on all electrodes. During the call tss had the call run the impedance test at 3.0v and 90us. The caller confirmed that all electrode values showed the green indicator. The troubleshooting steps that were taken on the call resolved the issue.